Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the end user called in and states the chair belonged to his wife and the bolts were missing on the seat.